Manufacturer narrative:
It was reported that the patient has an infection. Replacement implants have been requested for revision surgery.

Event description:
It was reported that the patient has an infection. Replacement implants have been requested for revision surgery.